Event description:
The customer reported that during a hiv-1 p24 assay in sample barcode in position h4 was misread. Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineers was dispatched. This report corresponds to ortho-clinical diagnostics, inc complaint number 98-02801-06.